Manufacturer narrative:
(B)(4). Concomitant medical products: 47235701706, distal lateral fibular plate, 63090190, 47482801802, 2.7 mm locking screw 18 mm length, 62592083, 47234801635, 3.5mm cort scr x 16mm selftap, 63092674, 47235901638, 3.5mm locking screw 2.7mm16mm length, 62912167, 47235901838, 3.5mm locking screw 2.7mm18mm length, 63048456, 47482801402, 2.7mm locking screw 14mm long, 63101071, 47482801602, 2.7mm locking screw 16mm long, 62592082.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed heavy scratches and gouges on the plate. The hole on the plate was also corroded. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Sem analysis identified brown and black discoloration around the locking screw head, as well as plastic deformation and cracking of the locking screw hex, as well as elevated levels of chromium, indicating corrosion. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05071 and 0001822565-2017-05072.

Event description:
It was reported that the patient had previously undergone a bone fracture repair and approximately one year after implantation, the fracture plate and locking screw were scheduled to be removed. Upon removal, it was noted that one (1) screw was cracked, and corrosion was discovered on both the plate and locking screw. Attempts have been made and additional information on the reported event is unavailable at this time.